Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly.

Event description:
It was reported that the patient¿s pump was being replaced the day following the date of this report because it had come loose from the pocket and was moving around. No symptoms were reported. The pump had been moving at each refill; therefor,e causing difficulty refilling. No troubleshooting was needed. It had begun because the patient had thyroid troubles and gained weight since (B)(6) 2013. It was also noted the health care provider (hcp) had said the battery was ¿halfway depleted so they may as well replace it¿. In terms of outcome following the replacement, the patient was fine and the pump location was stable. The device system was used to deliver gablofen.